Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported replacing the battery, but the button error alarm persisted. Blood glucose level at the time of the incident was 378 mg/dl. The customer will not return the device for analysis.